Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during implant, the atrial lead helix would not extend while in the body. When removed from the body it took more than 30 rotations to extend the helix. The lead was removed and replaced. No patient complications were reported as a result of this event.